Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As there were no detailed descriptions in the literature about how the asahi gaia second guide wire was involved with the reported vessel dissection, the cause of the reported adverse event or which devices were involved could not be identified with the literature. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with the reported vessel dissection. However, a possibility could not be completely ruled out that the gaia second guide wire might have caused or contributed to the vessel dissection. In addition, additional treatment for vessel dissection was considered adverse patient effect; therefore, this event was determined to be reportable. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]. ~ vessel dissection.

Event description:
It was reported through literature that an asahi gaia second guide wire might have caused or contributed to vessel dissection. Publication: cureus 15(10): e46526. Title: an unusual case of long-segment dissection of the left anterior descending coronary artery during osteoproximal chronic total occlusion intervention. Case presentation: an 82-year-old diabetic, hypertensive female presented to the emergency department with rest angina canadian cardiovascular society (ccs class IV) for the last eight hours with diaphoresis and palpitation. She had no history of orthopnea and paroxysmal nocturnal dyspnea in the past. She had exertional angina ccs class ii to iii for the last six months and was on baby aspirin 75 mg once daily, atorvastatin 40 mg once daily, metoprolol 50 mg once daily, and nitroglycerine 2.6 mg twice daily. She had a heart rate of 104 beats per minute and a blood pressure of 150/90 mmhg in the right arm supine position with oxygen saturation (spo2) of 98% on room air. An electrocardiogram (EKG) revealed downsloping st depression with t-wave inversion in anterior precordial leads and troponin was negative. Echocardiography revealed no regional wall motion abnormality with normal ejection fraction (60%) and the presence of degenerative aortic sclerosis. Her serum chemistries were within normal limits. As she had refractory angina despite sublingual nitrate, she was rushed immediately to the cath lab for injecting the coronaries. A coronary angiogram revealed chronic total occlusion of the osteoproximal left anterior descending coronary artery (lad). With a loading dose of ticagrelor and unfractionated heparin of 100 u/kg intravenous, the left main coronary artery was engaged with extra backup 6f 3.5, and the lesion in lad was tried to cross with fielder fc, fielder xt-a wire, respectively, which did not cross the lesion with balloon support. Then the lesion in the osteoproximal lad was crossed antegradely with gaia ii wire with balloon support. After the wire entered the distal true lumen, lad was injected which revealed a long-segment dissection of the left anterior coronary artery and it was a true lumen-false lumen-true lumen dissection. The patient developed hemodynamic compromise with a blood pressure of 80/40 mmhg for which noradrenaline infusion was started, and she was hypoxic with spo2 of 86% for which she was put on noninvasive ventilation with fio2 of 100% and continuous diuretic infusion. Initially, a long stent of 2.75 mm × 36 mm could not cross the lesion due to the presence of dense calcium. The lesion was further dilated with 2.5 mm × 10 mm and 2.75 mm × 10 mm balloon distally and 3 x 10 mm balloon proximally. After aggressive dilation of the proximal and distal lesions, we negotiated a 3 x 38 mm drug-eluting stent distally and a 3.5 x 44 mm drug-eluting stent proximally to cover the whole long-segment dissection at 12-14 atm pressure followed by post-dilatation with 3 x 8 mm noncompliant balloon distally and 3.5 x 8mm noncompliant balloon proximally. Post-revascularization with drug-eluting stents, there was a good angiographic result with distal thrombolysis in myocardial infarction iii flow. The patient improved hemodynamically with a blood pressure of 110/70 mmhg and hypoxia also improved shortly. She was free from angina and was put on dual antiplatelets including aspirin and ticagrelor, high-dose atorvastatin, nitrate, beta-blocker, and short-term low-molecular-weight heparin in view of the long coronary stent (>50 mm) and preceding complex and difficult intervention. She was discharged in stable condition with fair hemodynamics and an angina-free state on the third day of post-intervention. Intravascular ultrasound imaging of the long-segment coronary dissection could not be done as the patient was hemodynamically unstable with desaturation; additional imaging and spending time would have deteriorated the patient's condition further.